Event description:
It was reported there was a display malfunction. Calibration and stylus change was attempted. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment, there was a display malfunction. It was also noted that the power cord bay was broken. (B)(4): analysis found that the cable was out of specification, electrically.